Event description:
It was reported that the patient presented for follow up. A device interrogation found recorded episodes of far p wave over-sensing exhibited by the right ventricular (rv) lead. Programming interventions were made. The patient was stable.